Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Correction: manufacturing date - the manufacturing site reported that the manufacturing date for the device is march 15, 2017.

Manufacturer narrative:
Date of event is unknown/not provided; (B)(6). Manufacturing year 2017. This report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k121091. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that immediately after the incision was made in the anterior capsule, the tear was noted. The iol was implanted and after irrigation and aspiration the ophthalmic viscoelastic (ovd) was going to be removed when the posterior capsule torn and the iol dropped. Iol was taken out. Account reported there was no patient injury.